Event description:
The doctor who performed the cvc insertion reported the following. Dilator has been removed with seldinger still in site. During maneuver of insertion, the metal core of the wire guide broke. No difficulties in inserting the wire guide at the beginning. Just after when sliding the cvc down inside. Cvc is not available because it has been implanted in pt by mean of a competitor's wire guide. The pt did require add'l procedures due to this occurrence. First endoluminal access to remove the wire guide, then a surgical removal by the cardiac surgeon. The complainant did not report any adverse effects on the pt due to this occurrence: as of (B)(6) 2013, the customer did not report any adverse effect occurred to pt related/consequent to removal procedure.

Manufacturer narrative:
(B)(4). Event is still under investigation.